Event description:
The surgeon inserted an icm120v4 implantable collamer lens on (B)(6) 2011 in the left eye and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length and this resolved the problem.

Manufacturer narrative:
(B)(4).